Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lightheadedness. Oversensing, loss of capture, high thresholds, high impedance and undefined impedance were noted on the right atrial lead. Unstable and high thresholds were noted on the right ventricular lead. The patient is scheduled to have a full system replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with palpitations, non physiologic intervals were noted on recorded atrial tachycardia/ atrial fibrillation episodes and noise was observed on the atrial channel.